Event description:
An attempt was made to use the device to treat a person described as in cardiac arrest. The device was connected to the pt's chest through quik-pak pacing/defibrillation/ECG electrodes. Reportedly, the device was prompted, 'remove clothing from chest' and would not analyze the pt rhythm. Paramedics arrived on scene with a manual defibrillator. The paramedic crew expressed the pt was not viable candidate for resuscitation. As a result, the manual defibrillator was not utilized.